Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump had no button response due to a flattened button dome switch on the escape or act button. No button error alarms were noted.